Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('e-free/abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included fibroids, stress incontinence, female and cystocele. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following were reported via social media-medical device removal concerning the injuries reported in this case, the following were confirmed in medical records- abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 13-oct-2020: mr received. Reporter's information added. Event : medical device removal updated to abnormal uterine bleeding. Date of birth added. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('e-free/abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included fibroids, stress incontinence, female and cystocele. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following were reported via social media-medical device removal concerning the injuries reported in this case, the following were confirmed in medical records- abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is marked for deletion due to duplicate case is identified with fu information. All relevant information from this case transferred to retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('e-free/abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included fibroids, stress incontinence, female and cystocele. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following were reported via social media-medical device removal concerning the injuries reported in this case, the following were confirmed in medical records- abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.